Manufacturer narrative:
No relevant labs, tests or concomitant medications were reported. The device was evaluated by a biomedical engineer that provides ventilators to the hospital and who identified the power switch was defective. In addition, it was reported that during service of this ventilator it was discovered that the back-up battery also required replacing. The ventilator or any parts were not returned to the manufacture for failure investigation. The ventilator was not back in service. No failure analysis could be completed.

Event description:
A serious injury was reported through the FDA¿s medwatch program (mw5068998). The ventilator failed during active ventilation of a patient who went into active distress. The patient was manually ventilated until the back-up ventilator was placed. It was reported that the ventilator did not alarm. During follow up with the customer, it was reported that the patient¿s oxygen saturations (spo2) dropped and the telemetry alarm alerted the staff. A rapid response was called and the patient was bagged with fio2 100% until their saturations increased and stabilized. The patient did not go into code blue status. A back up ventilator was placed on the patient and there was no permanent damage or injury.

Manufacturer narrative:
The customer's biomedical engineer replaced the power supply with a refurbished unit. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the adverse event.